Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported there was decrease in therapy efficacy and additionally the patient had a large fluid collection at the pump which made access for refill difficult. It was noted the pump was given to the manufacture representative and discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a pump revision in 2013. No other information was provided. No further complications were reported.